Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate: race: w. Initials: (B)(6). Observed on though white patient information sticker attached to the note received with sample, unknown if initials was for mother of baby or (B)(6) initials.

Event description:
Product received unexpectedly, there was a note attached with the returned product that stated; medication line difficult to flush, when administrating IV push ativan the user noticed that the 1.2 micron filter leaked, wasting all of the ativan dose . It was reported by the rn that prior to administrating the IV push medication, the roller clamps were deactivated. The note attached to the patient information sticker stated that the event occurred in nicu. Although several attempts made for event details from product received there was no response from the customer.

Manufacturer narrative:
The customer¿s report of a filter leak during an IV push was confirmed. Visual inspection observed dried fluid residue within the filter component. No other issues were observed. Functional testing was performed; fluid was observed to leak out from the set's filter weld. The cause of the leak is an issue with the weld line of the filter component. The root cause of the weld line issue is a supplier manufacturing issue of the filter component.

Event description:
Product received unexpectedly , there was a note attached with the returned product that stated; medication line difficult to flush, when administrating IV push ativan the user noticed that the 1.2 micron filter leaked, wasting all of the ativan dose. It was reported by the rn that prior to administrating the IV push medication, the roller clamps were deactivated. The note attached to the patient information sticker stated that the event occurred in nicu. Although several attempts made for event details from product received there was no response from the customer.